Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation; therefore, we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior cervical screw rod fixation due to cervical spinal canal stenosis. During the implantation, the set screw slipped. The product was completely explanted. No patient complications were reported as a result of the event.

Manufacturer narrative:
Product analysis: the female hex is stripped on the set screw. It appears that the damage is located the upper portion of the hex. When a sample driver was pushed firmly to the bottom of the hex the hex appeared to engage fully. The failure may have been the result of the driver being worn and not being fully seated into the screw head. If information is provided in the future, a supplemental report will be issued.